Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported failure "wheel missing/came off." The input disks were intact, and the instrument was recognized when placed on an in-house system. Additional findings not reported by the customer are as follows: thermal damage was found on the monopolar yaw pulley, the ceramic sleeve portion on the monopolar yaw pulley, the distal idler pulley, and the distal clevis. The ear of the distal clevis was cut in-house to inspect arcing caused by weld damage. The conductor wire and the weld were not damaged and not the root cause of arcing. The conductor wire cap was found to be broken. A missing piece measuring roughly .038¿ x .174¿ was not returned with the instrument. A site history review was performed and there were no complaints related to the product or the event identified. A system log review was performed. There were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. No images or videos of the event were provided for review. Technical review is not required as there was no error related to the issue. This complaint is assessed as a reportable event due to the following conclusion: the instrument was found to have thermal damage on the monopolar yaw pulley, the ceramic sleeve portion on the monopolar yaw pulley, the distal idler pulley, and the distal clevis. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook reportedly had a "wheel missing/came off." The procedure was completed with no report of patient injury.